Event description:
The device was used during a seps procedure. Reportedly, the clips could not be closed. No pt injury reported.

Manufacturer narrative:
1/13/1998-supplemental report #1 submitted to FDA.